Event description:
A customer in (B)(6) notified biomérieux of a misidentification of campylobacter coli as campylobacter jejuni in association with the vitek® ms (ref 410895, serial (B)(4)). Initial and repeat testing obtained the same misidentification of campylobacter jejuni. The strain was sent to a reference laboratory to confirm the identification and was identified as campylobacter coli by (B)(6) and polymerase chain reaction (pcr) testing. There is no indication or report from the laboratory that the discrepant results led to any adverse event related to any patient's state of health. A biomérieux internal investigation will be initiated.

Manufacturer narrative:
This report was initially submitted following notification from a customer in france regarding a misidentification of campylobacter coli as campylobacter jejuni in association with the vitek® ms (ref 410895, serial (B)(6). Biomérieux investigation was conducted. It was determined that during an update in july 2019, the system was cleared of all test data. As the date of the reported issue was (B)(6) 2019, the associated test data is no longer available. Due to this lack of raw data, the customer was requested to submit the strain for internal testing and investigation. The strain was submitted (B)(6) 2019. The customer's strain was tested with vitek ms v3 kb v3.0 => 5 spots. - 4 tests obtained a single choice to campylobacter coli - 1 test provided a result of "no identification" the corresponding mzml test data files were reprocessed with vitek ms kb 3.2. The five spots gave the same results. The customer's organism identification issue was not reproduced during the investigation (with an operational system and a good spot preparation quality). Root cause of the customer's test results is unknown since the issue was not reproduced internally, and raw data for the customer's tests was not available for analysis.